Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced component separation and leakage. The following information was provided by the initial reporter: so we just had yet another disconnection that resulted in a chemo leak. Occurred at the same spot where the tubing should be bonded to the filter itself. It was with taxol in one of our infusion areas. We now are having leaks almost every week.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced component separation and leakage. The following information was provided by the initial reporter: so we just had yet another disconnection that resulted in a chemo leak. Occurred at the same spot where the tubing should be bonded to the filter itself. It was with taxol in one of our infusion areas. We now are having leaks almost every week.

Manufacturer narrative:
The following fields were updated due to additional information: eight possible lot numbers found from smart site. D4: medical device lot #: 21069794. D4: medical device expiration date: 2024-06-03. H4: device manufacture date: 2021-06-03. D4: medical device lot #: 21069795. D4: medical device expiration date: 2024-06-04. H4: device manufacture date: 2021-06-04. D4: medical device lot #: 21079014. D4: medical device expiration date: 2024-07-12. H4: device manufacture date: 2021-07-12. D4: medical device lot #: 21079015. D4: medical device expiration date: 2024-07-13. H4: device manufacture date: 2021-07-13. D4: medical device lot #: 21079016. D4: medical device expiration date: 2024-07-14. H4: device manufacture date: 2021-07-14. D4: medical device lot #: 21089045. D4: medical device expiration date: 2024-05-08. H4: device manufacture date: 2021-05-08. D4: medical device lot #: 21089046. D4: medical device expiration date: 2024-05-09. H4: device manufacture date: 2021-05-09. D4: medical device lot #: 21089047. D4: medical device expiration date: 2024-05-10. H4: device manufacture date: 2021-05-10. D10: device available for eval: yes. D10: returned to manufacturer on: 2021-10-25. H6: investigation summary the customer reported the tubing set disconnected and resulted in a chemo leak, and returned one used sample. The sample was not separated, but did have a pinhole leak as the included note from the customer mentioned. The pin hole was caused by a small cut in the tubing right at the filter inlet. The root cause for the tubing cut is sharp edges on the expanders during the assembly process. Manufacturing is aware of the issue and a work order has been generated to make sure there are no sharp edges that could damage the tubing. No lot number reported. Eight possible lot numbers found from smart site ID. A device history record review for possible lots no issues found.